Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. The dislodgement was discovered during follow up and it was mentioned that the patient was not atrial dependent. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. This lead remains in service.